Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery (rca). The 38 x 2.75mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, the distal portion of the stent struts was lifted. The procedure was completed with a 2.75×38 non-bsc stent. No patient complications were reported and the patient's status was good.